Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was further described as poor environment. The peritonitis was manifested by abdomen pain and cloudy pd fluids. On same day, the patient was hospitalized for the event. On an unreported date, the patient was treated with unknown antibiotics for peritonitis. Dianeal therapies were ongoing. At the time of this report, the patient was recovering from this peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). Fifteen days after onset, the patient was recovered from the peritonitis and was discharged from the hospital. Should additional relevant information become available, a supplemental report will be submitted.